Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 77 months after the implant the lead was explanted and replaced due to increased pacing and shock impedances.

Manufacturer narrative:
(B)(6) 2018 - updated analysis received. Upon receipt, the lead under complaint was found cut approx. 51.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke with the connectors was missing. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Deformations of the distal shock coil were found which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported increasing shock impedances. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.